Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported difficulty getting into the side cut after flap creation and ended up tearing the flap near the nasal hinge in the left eye. A bandage contact was placed on the eye since the flap was unable to be lifted and treatment could not be completed.

Manufacturer narrative:
Additional information was requested. However, that information was not able to be obtained. Based on quality assurance assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).